Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 65 mg/dl with confusion associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient did prime while attached after receiving a loss of prime warning and 4.8 units was infused into the patient. The reporter stated that this had occurred two times and the patient had not changed the cartridge since the issue started. Customer technical support (cts) advised the user to change the cartridge and call back if the problem persists. This complaint is being reported because the patient allegedly experienced hypoglycemia due to a loss of prime issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.